Event description:
It was reported that this right ventricular (rv) lead presented sensing issues and a loss of capture, which were attributed a possible dislodgment so it was explanted. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis.